Manufacturer narrative:
The pacemaker is expected to be returned back from the field for analysis, this event will be updated upon completion of analysis.

Event description:
It was reported that the battery of this pacemaker was suspected to have prematurely depleted. The field was unsuccessful at interrogating the pacemaker using a programmer; and a magnet application was also unable to elicit any connection. The patient was hospitalized and surgical intervention was later performed and the pacemaker was explanted and replaced. No additional adverse patient effects were reported.